Event description:
It was reported that shortly after a stenting treatment procedure, the pt complained of chest pain and expired 4 hrs later. The physician used a 7f cordis introducer sheath for vascular access and a terumo .035" guidewire to cross the lesion. The lesion being treated was an 80% stenotic lesion in the (svc) and was secondary to left lung cancer. It is noted that the lesion was not predilated. The insertion of the vallstent unistep plus 16/90/100 cm stent was straightforward and uneventful. The stent was fully postdilated with an unspecified device. Shortly after the procedure, the pt complained of chest pain and died on the ward 4 hrs later. The cause of death was established as perforation of a non-tumorous part of intra-pericardial svc leading to pericardial tamponade. It is thought that a strut I the proximal end of the stent perforated the wall of the svc.

Event description:
It was reported that shortly after a stenting treatment procedure, the pt complained of chest pain and expired four hours later. The lesion being treated was in the superior vena cava (svc) and was secondary to left lung cancer. The insertion of the wallstent unistep plus 16/90/100 cm stent was straightforward and uneventful. Shortly after the procedure, the pt complained of chest pain and died on the ward four hours later. The cause of death was established as perforation of a non-tumorous part of the intra-pericardial svc leading to pericardial tamponade.